Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an occlusion alarm occurred and cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery. Customer¿s blood glucose was 330 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.